Manufacturer narrative:
The reported complaint was confirmed. After calibration of the central control monitor (ccm) the cursor and touch response worked as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that the ccm touchscreen responded fine but the pointer alignment was off. The fsr performed a screen calibration. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) sensitivity and pointer alignment were off. There was no patient involvement.